Event description:
It was reported if the interface does not meet the standard during operation and cannot be sealed, replace the kit.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq2087 showed two other similar product complaint(s) from this lot number.